Event description:
It was reported that the right ventricular lead exhibited episodes of noise. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.